Event description:
A pt was intubated with an endotracheal tube. The stylet inside the endotracheal tube could not be removed, because the top part of the stylet outside the endotracheal tube broke off. The pt required re-intubation with another endotracheal tube. There was no pt injury or adverse event to the pt.